Manufacturer narrative:
H3 - device evaluation: lens was returned in a micro-centrifuge vial with moisture on the lens. Visual inspection found no visible damage to the lens. Claim#: (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon inserted and removed a 13.7mm vicmo13.7 implantable collamer lens, -09.50 diopter, from the patients right eye (od) within the same surgery, due to excessive vaulting. The lens was exchanged for a shorter lens within the same surgery and the problem was resolved. Cause of the event was unknown.